Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (arm). The patient's blood glucose levels rose to 35 mmol/l (630 mg/dl) while wearing the device between 49 and 71 hours. The patient applied a new pod and was taken to the emergency room. The patient was prescribed barrier cream, alcohol wipes and under patches for treatment. The patient was discharged after 24 hours.